Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer adjusted the gear pump pressure. He verified the adjustments was acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable alb2 albumin gen.2, altl alanine aminotransferase - pyridoxal phophate activated, astl aspartate aminotransferase - pyridoxal phosphate activated , ca2 calcium gen.2, gluc3 glucose hk gen.3, and tp2 total protein gen.2 results for one patient tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer repeated the patient's sample on another analyzer for confirmation. Refer to the attachment for all patient data. The customer determined the repeat results were correct. The albumin reagent lot number was 479356. The ast reagent lot number was 477880. The alt reagent lot number was 468933. The glucose reagent lot number was 444444. The calcium reagent lot number was 474603. The total protein reagent lot number was 479995. The expiration dates of all assays were requested but not provided.